Event description:
I had chronic pain with no known cause. I went to doctors looking for help because of pain in all of my joints. My right elbow pain was becoming so severe, I was unable to do my job. I eventually had surgery to release the tendon in my right elbow which was able to decrease the pain. I continued to have pain throughout my body. I had an additional surgery in (B)(6) 2020 to try to help with the abdominal pain I was having. After much research I learned that saline breast implants were likely the cause of my generalized pain in a newly discovered illness called breast implant illness. I had my breast implants removed in (B)(6) 2020 which has greatly reduced my pain and I am now able to work 12 hours without disability. I have filed a claim with my breast implant manufacturer mentor, they have not been helpful and as of today they have not reached out to me to communicate any type of resolution or reimbursement. FDA safety report ID # (B)(4).